Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that one of the bolts from the frame to the seat frame on the right broke off today.